Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
C. Can you please clarify what you mean by "damaged"? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded, or any device interaction? The hole in the center of the plate did not allow a guide wire to pass through. D. Please clarify the exact allegation against the reported devices. It damaged two metaglene wires, as it would not pass through the plate cleanly. E.were there any adverse consequence/s that affected the patient because of the reported event? None reported. F. Was there a surgical delay? What is the duration of the delay? None reported.

Event description:
It was reported that during a case encountered an issue with the metaglene positioning plate. Case was a reverse shoulder replacement using the delta xtend instruments, it damaged two metaglene wires, as it would not pass through the plate cleanly. Troubleshooting conducted ¿ we opened spare glenoid tray with an additional positioning plate and got a 3rd metagene wire, which went through positioning plate cleanly with no obstruction. We then used the 3rd wire on the suspected damaged plate and it did not go through cleanly, suggesting there was an issue with the positioning plate.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.